Event description:
It was reported that the patient had an lumbar 3-lumbar 5 posterior fusion with synthes click x on an unknown date in 2003. Patient returned to the clinic on an unknown date in 2013 complaining of worsening back pain. Imaging studies revealed the patient still had a lumbar 3-lumbar 4 spondylolisthesis and significant stenosis in the lumbar 3-lumbar 4 area. Additionally, the patient appeared to have a nonunion at the lumbar 3-lumbar 4 level. During surgery on (B)(6) 2013, the surgeon removed all of the click x hardware and replaced it with depuy synthes expedium instrumentation from lumbar 2-lumbar 5. The surgeon then decompressed and placed the rods and reduced the spondylolisthesis at the lumbar 3-lumbar 4 level. Procedure was successfully completed. The product has not been returned for investigation and no further information was provided. This is report 5 of 20 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on unknown date in 2003. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed as the lot number was not provided. Placeholder.